Event description:
It was reported that the patient presented in the hospital for lead revision. Upon device interrogation, the patient's right atrial (ra) lead exhibited loss of capture. Fluoroscopy imaging performed revealed the lead dislodgement. The ra lead was explanted and replaced. The patient experienced no adverse consequence and was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with helix retracted and clogged with blood. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was within specification. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.